Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced bleeding after a revision of the ipg pocket site (related manufacturer reference number 1627487-2020-31215). Patient noted to have small dime size hole lateral to incision past stapled area. The physician washed the hole using antibiotics in sterile fluid and packed wound. Bleeding continued, and the wound was washed a second time dislodging a clot. Patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted.